Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Inspection of the device could not be performed as ii remains in the patient. It is not possible to determine if the locking caps fro l3-l5 are loose based on the post-operative imaging provided. There are no obvious signs that the locking caps have loosened the exact cause of the reported issue could not be determined.

Event description:
It was reported post-operative imaging shows a loose locking cap. A revision surgery has not been planned.